Manufacturer narrative:
Complaint conclusion: the site reported that they were unable to deploy a 5 x 200mm 120cm smart flex stent and that when they removed the device from the patient the stent was visible on the stent delivery system (sds). The procedure was successfully completed with another smart flex device with no reported patient injury. The event involved a patient undergoing endovascular treatment of a target lesion in the superficial femoral artery. The patient¿s vasculature was accessed via a retrograde approach. The site reported that no damage was noted on the device when it was removed from the packaging or when introducing the sds into the patient. They further reported that the smart flex sds had been prepped according to the instructions for use (IFU) with no issues noted. In addition, they reported that the physician was very familiar with the use of this product and has used it many times. No difficulty was experienced while advancing the sds to the target lesion. When the physician attempted to deploy the stent in the target lesion, it could not be deployed. The intact sds was removed from the patient. When examined after removal, 1-2mm of the stent was visible. The procedure was successfully completed with another smart flex device with no reported patient injury. One non-sterile smart flex 5x200 vas, 120cm was received coiled inside a plastic bag with the hemostasis valve in the open position. The stent was received partially (pre deployed) deployed and the outer shaft was noted to be separated from the hemostasis valve. A kinked condition was found 5.0cm from the proximal end of the outer member. Also, dried blood residues were observed on the stent and through the inner member surface. In addition, the proximal hub (female luer) was loose from the pusher shaft. Functional testing of deployment was performed while holding the separated section of the outer member. Resistance/friction was encountered during the deployment but the stent was successfully deployed. It is possible that this resistance/friction was related to the observed blood residue on the stent and inner member surface. The inner lumen walls were inspected using a borescope at the proximal and distal ends. No evidence of scratches or abrasions was found that would suggest resistance/friction between the hypotube and the outer shaft or with the stent and the inner lumen walls. Only dried blood residues were observed. Sem analysis of the separated outer member revealed that it did not have evidence of dymax 204-cth residues. The internal walls of the female luer were analyzed and presented clear evidence of dymax 204-cth. Also it was observed that the surface of the dymax 204-cth applied was smooth compared to the finish of the control sample. No evidence of adherence (elongations and lifted up material) was found on the complaint product while the control sample revealed that these characteristics were clearly noted as expected. As per the available findings, it can be assumed that even though the dymax 204-cth was applied to the outer member female luer, the adhesion process between the outer member and the female luer seems as not properly carried out, the root cause of this condition cannot be determined through this analysis. No other issues were found. The pusher shaft outer diameter was measured and was found to be within specification. The device underwent further analysis by bmt. They found evidence of cured uv glue in the female luer, heat shrink that was shrunk in place and evidence of a previous bond visible on the outer sheath; as expected. A review of the manufacturing records revealed that this lot of products met specification prior to release. In addition, bmt indicated that they continuously monitor at the female luer/outer bond and the results for this lot are considered typical and well above the minimum. The reported ¿deployment difficulty-partial deployment" event was confirmed based on the visual analysis of the product. However the reported ¿deployment difficulty-unable¿ event was not confirmed based on the successful functional testing of the returned product. The exact cause of the events could not be determined but do not appear to be manufacturing related. According to the IFU, users are instructed to pre-dilate the lesion prior to the introduction of the smart flex sds. This device is not indicated in lesions that cannot be pre-dilated. The safety and effectiveness of this device has not been demonstrated in patients with lesions that are either totally or densely calcified. The IFU instructs the user to ensure that the hemostasis valve is tightened on the pusher tube prior to introducing the device into the patient. Users are to straighten the proximal part of the sds as much as possible and to keep the handle in a stable position while introducing the device. The IFU further cautions that if resistance if felt when initially retracting the outer deployment sheath, users are not to force deployment. They are cautioned to carefully withdraw the stent system without deploying the stent. It is difficult to draw a clinical conclusion between the device and the reported events with the information provided. However based on the results of the product analysis, there are possible procedural and/or handling issues that may have contributed to these events. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. A risk assessment has been initiated to address this issue.

Manufacturer narrative:
A device history record review of finished good lot 34551 was performed. Bmt reviewed the finished good traveler bmt-s34551f, the subassembly traveler bmt-s34388c and all travelers associated with the finished device. All the required inspections were performed within each traveler guidelines and the testing results complied with the specifications provided. The travelers did not indicate deviations or unusual findings. Since no deviations or unusual findings were identified, no preventive/ corrective actions are required. Bmt concludes subassembly systems lot bmt-s34551f, finished good lot 34551 was manufactured in accordance with bmt¿s quality requirements and customer¿s specifications. In addition, a joint investigation with cordis is underway to determine the cause of deployment difficulties in the smart flex 5x200 size. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the (B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta)/stent procedure, the physician was not able to deploy the 120 cm. Smart flex 5 x 200 stent. The physician removed the stent delivery system (sds) without stent placement. The stent was visible on the delivery system after removal. Another smart flex stent of the same size was used to complete the procedure successfully. There was no reported patient injury. The approach for the procedure was retrograde. The device was prepped properly according to the instructions for use (IFU) with no problems noted. The physician is very familiar with the product and has used it many times. Addendum: additional information received: the product was returned for inspection and the stent was noted to be protruding. The above condition was not noted prior to the procedure. The device seemed absolutely normal, when taking it out of the packaging as well as when introducing it into the patient. Since the stent could not be deployed, the whole system was pulled out of the patient. The stent was opened up to one-two mm. But could not be deployed further. The target lesion was the superficial femoral artery (sfa). No target lesion characteristics were available. There was no reported difficulty advancing the device to the target lesion. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection.